Manufacturer narrative:
Evaluation summary: it is reported that the anterior part of tibial plate chipped off while inserting articular surface and was implanted as is. The broken fragment was not returned for material evaluation. Excessive force due to incorrect surgical technique or the deformed tip of the inserter instrument can contribute to the fracture. The cause of the problem could not be definitively determined due to insufficient information. Evaluation - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007. While inserting a fragment of the anterior part of the stem precoat tibial was broken. Device remains implanted in the pt.